Manufacturer narrative:
MFR's report date: 03/11/2015. (B)(4). Patient info requested and all available info is included in sections a and b. This report was filed by the MFR. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a secondary tpa infusion flowed up into the primary bag. No patient harm or medical intervention was reported. No further patient/event info was provided.